Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty advancing with the guiding catheter could not be replicated as it was based on case circumstances. The reported separation was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified coronary artery. During a failed attempt to cross the lesion using force, the proximal shaft of the 3.0x15 mm dilatation catheter separated. A new dilatation catheter was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.